Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer stated that he was hospitalized after losing his contact in his eyelid and damaging his cornea. While in the hospital, the customer experienced a low blood glucose reading of 67 mg/dl. The customer was treated by the medical staff for the low reading. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that he was not treating his blood glucose based on the readings he was receiving from his glucometer. Nothing further was reported.